Event description:
Healthcare professional reported "rupture" & "well-formed capsuled (iii on the baker scale)" and "surrounding tissue is inflamed with blood effusions and petechiae". This record is for the left side. The device was explanted.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of tissue irritation and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, tissue irritation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "rupture" & "well-formed capsuled (iii on the baker scale)" and "surrounding tissue is inflamed with blood effusions and petechiae". This record is for the left side. The device was explanted.